Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was observed on the pacing lead. The lead was inactivated and is scheduled to be explanted. A replacement lead was implanted. No patient complications have been reported as a result of this event.